Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that while screwing an 8-hole cross plate on the sternum of a patient, the screw in one of the 8 holes was harder to turn than the others. It is reported that this led to the head of the screw coming off. It is reported that the remaining of the screw remained implanted in the patient.